Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the clamps wiggle down the frame as the wheel locks are being operated and the clamps do not cover enough surface to hold the wheel locks in place. MDR filed.